Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of two images of a device. Photographic inspection noted a black suture applied to a surgical site. Openings on the surgical site was noted on an image returned. Without a physical product, a tensile test could not be performed on the product. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined with regard to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, three days post-operative a mass cell tumor removal, the patient came back with oozing fluid on the site and two days after, the sutures loosened and the closure opened. Another surgery requiring anesthesia was done and the surgical time was extended by 30 mins. The event lead to an extended hospital stay of one day and the suture line was resutured.